Event description:
It was observed during the device inspection, that the colonovideoscope biopsy channel port exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information, corrections, and results of the legal manufacturer's final investigation. Please see corrections to e1, e2, e3, and updates to h3, h4, h6, and h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, the type of foreign material could not be identified, and the root cause of why it remained in the device could not be specified. The event can be detected/prevented by following the instructions for use which state: detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.